Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient provided an MRI which showed a right side rupture and "minimal adjacent seroma".

Manufacturer narrative:
Clarification to d4 device information: it was indicated that the same sn (B)(6) is on both sides. It is unclear if there is confusion due to both sides having the same lot number. Clarification to d6a implant date: partial date (B)(6) 2017. Additional, changed, and/or corrected data: b1, b5, b6, b7, d6b, g2, h4, h6, h11.

Event description:
Patient reported right side rupture and "minimal adjacent seroma". Patient representative later reported right side "adjacent hypoechoic fluid which may be related to implant rupture". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported rupture for right side. Device remains implanted.